Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the patient was not getting an adequate pain relief despite reprogramming done. The patient had an injection for the ipg site pain.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the patient was not getting an adequate pain relief despite reprogramming done. The patient had an injection for the ipg site pain. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned.